Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af) due to low signal amplitude measurements (functional undersensing). A health care professional (hcp) also noted that the device exhibited farfield r-wave oversensing on the atrial channel 3 months ago. Atrial sensitivity was reprogrammed at that time. The hcp noted that sensitivity programming would be reviewed in clinic at the next scheduled in clinic follow up appointment. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.